Manufacturer narrative:
Device evaluation: product was returned on 01 dec 2025. Investigation was done on 17 dec 2025: most likely attributable to a combination of several factors: 1. Material fatigue due to age and wear - after seven years of use, significant signs of wear are visible on the carbide insert and the jaw section. 2. Corrosion and contamination at the fracture site - these conditions further reduced the material strength. 3. Mechanical load - a slight but excessive application of force may have triggered the final fracture. The combination of wear, corrosion, and mechanical stress resulted in a substantial weakening of the material. Therefore, the defect should not be considered an isolated event, but rather the consequence of a progressive aging process. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Device was returned to the manufacturing site as documented in section d9. This event is filed under internal complaint ID (B)(4).

Event description:
During a uterine suture performed during a laparoscopy for myomectomy, while tightening the needle with the needle holder, the latter broke. One of the jaws of the needle holder detached into the patient's abdomen without the possibility of immediately visualizing it (due to significant bleeding from the uterus during the suture). Once the suture was completed, an endoscopic inspection of the suction jar was carried out to check for the metal fragment and avoid irradiating the patient. The fragment was still intraperitoneal. An endoscopic inspection of the patient's abdomen was therefore performed, allowing the localization of the foreign body (in the right iliac fossa) and its extraction. Due to the additional endoscopic inspection the case is deemed reportable.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).